Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2013-09035. It was reported that a detachment of coating occurred. During an aortic stent endograft procedure the physician connected a .035"x300cm meier guide wire to the endograft. The physician flushed the full system and green abrasion of the guide wire coating was found on the cloth. Coating was also found missing on some parts of the wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual inspection was performed and identified peeled coating along the body of the wire. All outer diameter measurements taken met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2013-09035. It was reported that a detachment of coating occurred. During an aortic stent endograft procedure the physician connected a .035"x300cm meier guide wire to the endograft. The physician flushed the full system and green abrasion of the guide wire coating was found on the cloth. Coating was also found missing on some parts of the wire. No patient complications were reported and the patient's status is stable.